Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered due to several high rate non-sustained episodes and sensing integrity counter (sic) on the right ventricular (rv) lead. It was noted that the alert seemed to be the product of very fast v-v intervals. The rv lead remains in use. Additionally, it was noted on the interrogation report that there had been atrial lead undersensing in the past. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.